Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent excision of previously placed bard flat mesh and ventral hernia repair with a bard flat mesh. On (B)(6) 2005 - pt presented to the ER with stabbing pain in the right upper quadrant with intermittent diarrhea and constipation. On (B)(6) 2005 - pt underwent open roux-en- y-gastric bypass, partial excision of the bard flat mesh, and hernia repair with a non-bard mesh. On (B)(6) 2006 - follow up visit, pt has lost 29 lbs, but feels as though she has a hernia in the epigastrium. She is having pain when getting up, coughing, or laughing. On (B)(6) 2006 - pt underwent excision of incarcerated hernia sac with primary hernia repair. On (B)(6) 2006 - f/u visit, pt has lost 120 lbs and presents with nausea. The pt has a 4 cm midline hernia, which is nontender and easily reducible. On (B)(6) 2007 - pt underwent open incisional hernia repair with resection and partial excision of the redundant mesh. On (B)(6) 2007 - pt underwent drainage of post operative seroma. On (B)(6) 2007 - patient underwent debridement and revision of abdominal scar and excision of old mesh. On (B)(6) 2007 - f/u visit, no infection, midline healing, steritapes fell off, draining cloudy fluid. Drain removed.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an additional implant. This is an obese pt with a medical/surgical history significant for tobacco use, hypertension, diverticulitis, hysterectomy, cholecystectomy, sigmoidectomy, and colostomy. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for seroma and recurrence both of which are known possible reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00712 for info related to the bard flat mesh implanted on (B)(6) 2004.